Event description:
Revision surgery planned for patient with a total knee replacement.

Manufacturer narrative:
Revision surgery planned for patient with a total knee replacement. Review of the device history record indicates that the device was manufactured to specification.